Event description:
The customer reported that after the patient was present, but before the procedure, the generator would not respond at all and would not start the self check. The procedure was aborted. There was no patient injury.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.